Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "power off when opening the door", which was observed. Evaluation found the back flex chaffing to be causing the malfunction. The rear case was replaced to correct this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device was found to power off when opening the door. There was no patient involvement.